Event description:
The customer reported that the device has significant damage. The customer is not certain how the device was mounted, he stated the monitor are usually attached to a swivel arm mounted to their walls. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Event description:
The customer reported that the device has significant damage. The customer is not certain how the device was mounted, he stated the monitor are usually attached to a swivel arm mounted to their walls. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.